Manufacturer narrative:
Insulin pump alarmed no delivery during excessive no delivery test due to faulty force sensor resistor. Insulin pump received with scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that customer had excessive no delivery alarms. Customer's blood glucose was 425 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump. Insulin pump would be replaced per customer's request.